Manufacturer narrative:
The device will not be returned for evaluation. However, the device was available via telephone communication. We have not yet completed the investigation.

Event description:
The customer reported that their acuity system imcu2-ha rebooted. During this problem, took more than 5 minutes to transfer the pt over to the imcu2 primary system. This resulted in a temporary inability to monitor pts centrally. There was no report of any pt harm as a result of the reported events. Note 1 for block a: the customer did not provide any pt information.